Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ndl filter blunt fill 18x1-1/2 nrfit ssu label content was incorrect. We have noticed that a batch received in december 2025 has an expiry date earlier than that of a similar batch received in november 2024. Receipt on 05/12/2025 of canulas ref (B)(4), bd 400066 batch: 2512100229, which expires in august 2026. Thank you for your feedback, the corresponding quantity is (B)(4) needles.

Manufacturer narrative:
(B)(4) follow up report for correction for date of event.

Event description:
Event date verified with customer.